Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned unit was attached to an inflation device. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 5 mm distal to the distal end of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip. A visual and tactile examination found that the shaft was kinked and bunched at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-00074. It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery utilizing a contralateral approach. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After crossing a guide wire to the lesion, a 7.0mmx40mm, 135cm mustang¿ balloon catheter was advanced for dilation. The balloon was initially inflated at 8 atmospheres for 10 seconds, however, right after dilation, it was noticed that the contrast media leaked and was confirmed on fluoroscopic image. The device was removed and it was confirmed that the balloon ruptured longitudinally. A 6.0mmx40mm, 75cm mustang¿ balloon catheter was then advance to the same site for dilation. The balloon was initially inflated at 10 atmospheres for 10 seconds, however, the contrast media leaked again and was confirmed on fluoroscopic image. The device was removed and it was confirmed that the balloon also ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-00074. It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery utilizing a contralateral approach. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After crossing a guide wire to the lesion, a 7.0mmx40mm, 135cm mustang balloon catheter was advanced for dilation. The balloon was initially inflated at 8 atmospheres for 10 seconds, however, right after dilation, it was noticed that the contrast media leaked and was confirmed on fluoroscopic image. The device was removed and it was confirmed that the balloon ruptured longitudinally. A 6.0mmx40mm, 75cm mustang balloon catheter was then advance to the same site for dilation. The balloon was initially inflated at 10 atmospheres for 10 seconds, however, the contrast media leaked again and was confirmed on fluoroscopic image. The device was removed and it was confirmed that the balloon also ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.